Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, lcd lens scratch, and battery door crack. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was not detecting the cassette and the dso was damaged. The root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device did not detect the cassette and dso was damaged. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.